Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that following a permanent implant procedure on (B)(6) 2023, the patient became unresponsive during post-op recovery. The patient was transported to the emergency department.

Event description:
Additional information indicates that the issue has resolved, and the patient is in stable condition.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.